Event description:
It was reported that there was an acute increase in left ventricular capture threshold. Dislodgment of the lv lead was suspected and confirmed via x-ray. Lv threshold remained high and the device was reprogrammed to turn off lv pacing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4) review - no anomalies found.